Manufacturer narrative:
Voluntary medwatch report received: mw5164899.

Event description:
Voluntary medwatch received states that the right atrial (ra) lead exhibited noise. The ra lead was capped. The patient condition was not known.